Manufacturer narrative:
P-cap / reservoir locks properly into place. Device power up properly after battery installation. Device passed self test and displacement test. Power connector plug in and locked in place properly. No frozen display anomaly noted during testing. Device received with pillowing keypad overlay, minor scratches on case, cracked keypad overlay and missing serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a frozen display screen. Customer stated that insulin pump had issues it was freeze and did not respond and needed to wait few minutes for it to work again. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.